Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that while advancing the promus stent delivery system (sds), the stent moved slightly distal on the balloon. The sds was removed and though the stent was intact, it had moved slightly distal on the balloon. No additional event or pt info is available. You are receiving the MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.